Event description:
I performed a hysteroscopic resection of endometrial tissue for post-menopausal bleeding. The was no tissue in the sock or tubing. I have had another case like this and talking to other gyns here, there have been others. I feel this is a product defect where the cannula is too small and gets clogged with tissue. This is the tru-clear system by medtronic. I checked their website and found under "troubleshooting guide" the following: flush handpiece .... If no tissue at end of case. However it does not say how to flush it and 2 different medtronic reps were not aware of this problem nor how to flush the cannula.